Event description:
The customer contacted stryker to report that their device did not turn on automatically upon opening the lid this can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not turn on automatically upon opening the lid this can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Stryker replaced the device¿s lid and battery to resolve. It was determined that the cause of the issue was a missing lid magnet. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.